Event description:
Pt underwent an angioplasty after which a physician applied a femostop compression system device to the upper femur. Shortly after such application pt went into arrest and died shortly thereafter. Air was introduced into the arterial or venous system of the deceased.